Manufacturer narrative:
H10: the lot number for the malfunction was provided, therefore a lot history review was performed. The device was not returned for evaluation; however, medical records were provided for review. The investigation is inconclusive for filter migration and filter detachment. Based upon the available information, the definitive root cause was unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration and detachment of device or device component. This information was received from one source. The malfunction involved one patient with no patient consequences. The female patient's age, weight were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration and detachment of device or device component. This information was received from one source. The malfunction involved one patient with no patient consequences. The female patient's age, weight were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was unknown, therefore a lot history review was not performed. The device was not returned for evaluation; however, medical records were provided for review. The investigation is inconclusive for filter migration and filter detachment. Based upon the available information, the definitive root cause was unknown. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction is unknown, therefore a manufacturing review could not be conducted. Neither the device nor medical records have been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration and detachment of device or device component. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.